Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the health authority, during an endovascular embolization to the middle cerebral artery, a prowler select plus 150/5cm microcatheter (606s255x, 31113004) was used to deliver the EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7469246) became impeded in the microcatheter (mc) and could not be delivered to be opened, which is unable to achieve therapeutic effect. The physician retracted the stent and microcatheter and switched to new devices to complete the surgery. Additional event information received on 22-apr-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink or bent. Adequate flush was maintained through the devices. There were no procedural delays due to the event. A non-sterile 150cm x 5cm prowler select plus was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the delivery wire of the involved enterprise remained inside of the returned microcatheter. No apparent damage was observed on the device. The microcatheter was flushed in order to try to remove the involved delivery system; however, strong resistance was felt. Then, the microcatheter was dissected at different points; the stent was found inside, also residues of dried saline/biological material were found in the inner lumen. The delivery system was not able to be removed. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and the outer diameter (od). The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. The residues found inside the microcatheter suggest that an adequate flush was not maintained. According to the risk documentation, a continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31093250 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the health authority, during an endovascular embolization to the middle cerebral artery, a prowler select plus 150/5cm microcatheter (606s255x, 31113004) was used to deliver the EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7469246) became impeded in the microcatheter (mc) and could not be delivered to be opened, which is unable to achieve therapeutic effect. The physician retracted the stent and microcatheter and switched to new devices to complete the surgery. Additional event information received on 22-apr-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink or bent. Adequate flush was maintained through the devices. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: +(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A manufacturing record evaluation was performed for the finished device 31113004 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2024-00418.